Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for a universal spine system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: zhu j., wu c. (2006), experience in six cases with thoracolumbar fracture accompanied by spinal cord injury treated with universal spine system, journal of clinical surgery, issue 7, volume 14, page 467, (china). This study introduces the universal spine system of ao to treat 6 cases with thoracolumbar fractures in 2005. A total of 6 patients were included in the study. There were 4 males and 2 females with a mean age of 36 years (range, 18 to 51 years). 3 patients received an unknown ao universal spine system reduction and indirect spinal canal decompression while the other 3 cases were treated with posterior spinal canal decompression according to the intraoperative conditions. After the operation, the patients had bed rest for 6 weeks then were mobilized and wore a lumbar brace to take functional exercise progressively. The asia injury degree classification was adopted for the evaluation of spinal cord neurological function. Complications were reported as follows: 1 patient at grade a had no recovery after the operation. This report is for an unknown universal spine system (uss). This is report 1 of 1 for (B)(4).